Manufacturer narrative:
The device allegedly involved in the this issue was returned for evaluation. Upon visual examination, it was confirmed that the blade broke at the mount. Markings on the amount of the returned blade also indicate that the blade was incorrectly loaded. The returned blade was measured where possible and critical specifications were met. Product lot number information has not been provided to permit further investigation. It has not been possible to determine the root cause of the break, it could have been due to incorrect loading of the blade, but this cannot be confirmed.

Event description:
It was reported that during a total knee procedure, the blade broke at the mount tab. It was also reported that the broken pieces fell into the surgical site but were retrieved. It was further reported that the procedure was completed successfully using another blade product.